Event description:
Pt brought to medical imaging dept for ercp. Large stone seen during procedure. Attempt made to snare stone and crush it. In attempt to crush stone, wire basket on snare broke and was unable to be removed. Pt sent to surgery for retrieval of wire basket. Packaging of device retrieved and saved. Clinical engineer and risk management notified.